Event description:
It was reported that the customer had called into philips requesting support; however, the reason to customer called in was not provided. The customer responded to the philips remote service engineer's (rse) attempt to offer assistance with the issue. The customer only stated they were able to resolve the problem and no longer needed assistance. The details of the issue were not provided.